Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. It was discovered that the suspect medical device was not manufactured by mentor. As a result, no analysis of the device is required to be performed by mentor. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture in both of her breasts (baker grade IV in right breast, baker grade iii in left breast.) As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.